Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: eib, simms, rep, the light was turning on and off during the case., (B)(4). *delay : 5 minutes. [Update - loss of light duration cannot be confirmed.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause: advise to replace front panel and jaw handle. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.